Event description:
Patient with a recent cerebral bleed went to interventional radiology for a coiling procedure. As the md introduced the catheter, the vessel began to bleed. The md inflated the balloon but could not deflate it. The catheter remained in the patient. The patient later expired but the death was not believed to be related to the md's inability to deflate the balloon.